Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had a check valve malfunction. The following information was provided by the initial reporter: one of the sets of tubing was backflowing fluid from the secondary bag into the primary bag, suggesting an issue with the one-way valve on the primary tubing.

Manufacturer narrative:
It was reported by the customer that one of the sets of tubing was backflowing fluid from the secondary bag into the primary bag. One sample was of a primary infusion set and one sample of a secondary infusion set was submitted. Visual examination was conducted and no damages or abnormalities were identified. The secondary set was primed with water with blue dye, and the primary infusion set was primed with clear water. A simulated infusion was conducted at 125 ml/hr. Immediately after the infusion was started, it can be seen that the water with blue dye was flowing back into the primary infusion bag. The customer complaint of backflow was confirmed. The investigation was forwarded to the supplier for root cause examination. During the investigation a piece of the material used for the housing component was discovered on the check valve diaphragm causing the backflow issue. A cross-sectional pilot study to investigate further possible points of particulate introduction to the assembly has been initiated. Backflow verification during the assembly process will continue to ensure controls are in place to minimize quality issues. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of backflow with multiple lots regarding item # 2420-0007. Possible lot numbers#: 24115344, 24115514, 24125053, 24125054, 24125055, 24125095, 24125171, 24125138, 24125154, 24125171, 24125172, 24125199. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.